Manufacturer narrative:
(B)(4). The device has been received. The investigation is not yet complete.

Event description:
It was reported that during the procedure to treat the distal left circumflex (cx), posterior lateral (pl) cx, there was a guide wire detachment of the whisper and it was removed from the pt body via a snare device. The distal cx and the pl cx was 99% stenosed. The whisper was placed in the distal cx and a non-abbott balloon was advanced over it and inflated. The whisper was moved to the pl cx and a non-abbott guide wire was placed in the distal cx for support. The non-abbott balloon catheter was advanced over the whisper, but failed to cross; therefore, it was replaced with another non-abbott balloon which became stuck a few times, but managed to cross to the lesion. The balloon was inflated twice at 8 atmospheres. An attempt was made to properly re-position the whisper, but when it was pulled out of the pl cx, it was noticed that the tip had separated distally. The tip was retrieved using a snare device. A non-abbott guide wire was placed and two non-abbott stents were successfully deployed. No pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned hi torque whisper guide wire noted blood and contrast visible on the polymer coating, which is consistent with the device being used inside the body. The core and polymer coating had separated 6.1 cm proximal to the tip ball. The fracture faces of the polymer coating were stretched and jagged and the coating was twisted for a length of 1 mm proximal to the separation. Additionally, there was a kink in the core 4 mm distal to the separation. Scanning electron microscopy (sem) analysis showed that the core failure may be attributed to ductile overload at a bend. Guide wire separations may occur when the distal end of the guide wire is subjected to tensile or torsional loads beyond its design limits causing it to detach. Typically, the fracture site morphology shows the wire was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the guide wire to be trapped, possibly within another device or in the anatomy in order to create the required forces to damage the guide wire as described. Any attempts to move the wire in a trapped state would have then likely resulted in the reported guide wire separation. The design of low profile devices has resulted in minimal clearance between the guide wire and the catheter. In certain circumstances, such as during high pressure balloon inflations, manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level. An attempt to move the wire in this reduced clearance condition can cause the coils to bunch up, increasing the diameter of the guide wire, which in the extreme condition can cause coil overlap. If the resistance is not reduced and continued force is applied to the system, the result is permanent deformation of the guide wire and/or guide wire lumen. It appears that the guide wire may have become bent during the multiple manipulations which may have weakened the wire so that when it was subsequently pulled and manipulated the guide wire separated at the bend. No damage to the guide wire was reported prior to use, which would indicate that the damage was likely not pre-existing. The separated piece of guide wire was successfully removed with the use of a snare. The additional kink noted during analysis is likely the result of the procedure or from handling after the procedure as there was no guide wire damage noted prior to the procedure. The damage and reported patient effects appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. A review of the lot history record was performed and indicates that this lot met all manufacturing release requirements and there are no non-conforming material records associated with this lot. Manufacturing performs a non destructive tip pull test on each wire and performs 100% outer diameter inspection prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality.